Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address decreased hip flexor function and increased pain.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 7/23/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, synovitis, increased metal ions, and osteolysis. Lab results confirmed the high metal ions. The stem is being added for the high metal ions. There was no mention of dislocations or infection. The complaint was updated on:8/18/2015.

Manufacturer narrative:
This report is considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.